Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and troubleshot the unit to confirm uim (user interface module) blank/dark display. Used known working uim cable to verify display and status did not change, then tried using the uim shipped to customer and it did work fine without any problem. Installed new uim and performed ovp (operational verification procedure) following vyaire service procedures. Ventilator is within manufacturer specifications and ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ii ventilator screen is blank/black. The reporter confirmed that there is no patient involvement associated on this event.